Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was admitted to the ICU and following admission went into pulseless electrical activity arrest, was given epinephrine, and was transported wo the cardiac catheterization lab where the impella was placed during cardiopulmonary resuscitation. It was reported after impella cp support was initiated, the impella cp experienced an abrupt pump stop following a motor spike and no flows were noted. The impella was removed and replaced with a new impella cp. The patient subsequently died two hours later while supported on the new impella. Medical safety review of the event noted there is not enough information to exclude the initial impella cp device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The data logs confirm multiple high motor current pump stops along with spikes in motor current. The product was returned to the lab and ran without issue. The root cause of the pump stop was most likely ingested biomaterial that dislodged upon explant due to the evidence in the data logs and the failure mode being unable to reproduce in the lab. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.